Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced pain, recurrence, and infection.

Manufacturer narrative:
Additional information: b5, b7, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia with an indirect cord lipoma. It was reported that after implant, the patient experienced pain, recurrence, mesh migration, and infection. Post-operative patient treatment included revision surgery, mesh removal, hernia repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia with an indirect cord lipoma. It was reported that after implant, the patient experienced pain, recurrence, mesh migration, and infection. Post-operative patient treatment included removal and treatment of hernia.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia with an indirect cord lipoma. It was reported that after implant, the patient experienced pain, recurrence, and infection. Post-operative patient treatment included removal and treatment of hernia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant product: atrium prolite mesh (size unknown); abstack15(lot# n2l0671x . If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced pain, recurrence, and infection. Post-operative patient treatment included removal and treatment of hernia. On (B)(6) 2017 - recurrent left inguinal hernia treated with atrium prolite mesh (size unknown).